Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller platform (acp) was analyzed and found that in artemis, this error 32101 was found indicating a high side switch error. And confirming this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, programmed and tested on the printed circuit assembly (pca) golden system where error 32101 was triggered at startup, replicating the reported event. This acp cfg was aba tested with a well-known gold unit and was able to confirm and verify it as the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, customer called to report error 32101. Live logs reports error for axes controller platform (acp)2 board. The technical support engineer (tse) informed site to do a hard power cycle, but issue did not resolve. Tse informed that acp2 board needs replacement to resolve this issue. The procedure was completed with no reported injury.